Event description:
It was reported by dexcom "the pediatric patient experienced an unknown sensor malfunction which occurred an unknown number of days after the sensor had been inserted in the arm. The parent stated that there was ¿a problem¿ with 2 sensors (second sensor reported in intl-260420-006376). The patient had not been using the sensors correctly, and according to the parent ¿dexcom was not at fault¿. It is unknown what the parent was referring to with the sensor not being used correctly, but the sensors would not have lasted for 10 days. The day of the event the patient experienced increased thirst and frequent urination. The cgm reading was 300 mg/dl, but no fingerstick was taken at that moment. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was high, but no specific reading was reported. The patient was treated with insulin (route unknown). At the time of the report, which was 4 days after the event occurred, the patient was still at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented." The patient was reportedly using an omnipod 5 pod when this event occurred. The healthcare facility where the patient was hospitalised was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.